Manufacturer narrative:
This is one event (death) of two events reported for the same patient involving three separate products; associated mdrs #1225714-2014-00097, 00098, 00099, 00100 and 2937457-2014-00031.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on (B)(6), 2007 and subsequently expired on (B)(6), 2007 after there use of the product.